Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.

Event description:
It was reported that the ventilator's touchscreen was found to be faulty during period maintenance. There was no patient or user involvement.

Manufacturer narrative:
Date received by MFR: 17oct2019. Date of this report: 18oct2019. The replaced touchscreen was returned and failure investigation was performed on 16-oct-2019. The customer's complaint of touchscreen unresponsive in various locations was confirmed. All standard testing passed; therefore, the root cause could not be determined.

Event description:
It was reported that the ventilator's touchscreen was found to be faulty during period maintenance. There was no patient or user involvement.